Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Engineering analysis revealed that the battery diagnostic data indicated that the power consumption of this device has been increasing during the past year. Device replacement and returning it for detailed analysis was recommended. To date, this device remains in service. No adverse patient effects were reported.